Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip detached inside of the pt at an unk amount of joules. Also, it was reported that the fiber tip was retrieved. The fiber was used to complete the procedure. No pt injury was reported. The device was not returned for evaluation.